Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in a bifurcated vein graft, vessel location unknown. The physician deployed a 4.0mm ion stent and attempted to post dilate with a 4.5mm nc quantum apex. The physician experienced difficulty crossing the stent and the stent "crunched." The physician post dilated the stent to "smooth it out." No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Event date and implant date: 'approximately 3 weeks ago.' Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).